Event description:
Upon reviewing the programming history from a vns therapy physician's hand held device, it was revealed that a vns patient was inadvertently programmed to incorrect therapy settings at a follow up visit. The event was caused by an interrupted systems diagnostics test, though the parameter changes were identified during a final interrogation of the device at this visit, the issue was not resolved until the patient's follow up visit at a later date.

Manufacturer narrative:
Analysis of programming history.